Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Clinical factors may have also contributed to the reported event are patients medical treatments, progression of disease, and patient comorbidities. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event and use of anticoagulants may have contributed to the event. Clinical factors may have also contributed to the reported event are patients medical treatments, progression of disease, and patient comorbidities. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event and use of anticoagulants may have contributed to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had tarry black stool day after admission. Consulted gi, and egd done on (B)(6) 2016, results were that the patient had oozing gastritis that was cauterized. H&h then remained low but stable. Got total of one unit prbc during admission. Initially held warfarin, no heparin until after egd. Warfarin restarted and had no further episodes of bleeding. Kept on proton pump inhibitor. Received one unit transfusion prior to discharge on (B)(6) 2016 when issue was resolved. No additional information available.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Clinical factors may have also contributed to the reported event are patients medical treatments, progression of disease, and patient comorbidities. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event and use of anticoagulants may have contributed to the event. Clinical factors may have also contributed to the reported event are patients medical treatments, progression of disease, and patient comorbidities. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event and use of anticoagulants may have contributed to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had tarry black stool day after admission. Consulted gi, and egd done on (B)(6) 2016, results were that the patient had oozing gastritis that was cauterized. H&h then remained low but stable. Got total of one unit prbc during admission. Initially held warfarin, no heparin until after egd. Warfarin restarted and had no further episodes of bleeding. Kept on proton pump inhibitor. Received one unit transfusion prior to discharge on (B)(6) 2016 when issue was resolved. No additional information available.